Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a failed battery alarm and low battery alert. Customer's blood glucose was 165 mg/dl. Customer reported that after having an MRI, the only thing that was on the display screen was reservoir and tubing. Customer was advised that insulin was not delivering with this message. Troubleshooting was performed and customer was advised to monitor insulin pump. Failed battery was resolved.